Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the primary bag infused before the secondary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the primary bag infused before the secondary bag. Verbatim: it was reported the primary bag infused before the secondary bag. The customer then tried another pump with no change. They were able to properly infuse the medication by placing the secondary drug into the primary bag to continue the infusion. The customer is not sure if they are setting up the infusion properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the primary bag infused before the secondary bag. Verbatim: it was reported the primary bag infused before the secondary bag. The customer then tried another pump with no change. They were able to properly infuse the medication by placing the secondary drug into the primary bag to continue the infusion. The customer is not sure if they are setting up the infusion properly.